Event description:
It was reported the patient was having nausea and vomiting. The patient went to the clinic for a nurse to read their pump and a motor stall was identified. Additional interrogation identified the motor stall occurred on (B)(6) 2015 at 10:14, a "stopped pump period may exceed tube set" message occurred on (B)(6) 2015 at 10:14 and the motor stall recovered on (B)(6) 2015 at 09:01. The patient was given oral medications until the pump was replaced on (B)(6) 2015. The patient did not have magnetic resonance imaging (MRI) or any environmental contact. The pump was used to deliver prialt/ziconotide, hydromorphone and baclofen (unknown). The outcome of the event was not reported but the patient was listed as "alive - no injury".

Manufacturer narrative:
Analysis of the pump found c300. There was a pump gear train anomaly involving corrosion, wear, and/or lubrication. There was a stall due to shaft bearing.

Manufacturer narrative:
Concomitant medical product: product ID: 8731, lot# b005308n04, implanted: (B)(6) 2003, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.